Event description:
This is a different model of (B)(6), however, the relationship is currently being confirmed through dd-174240. Specific operational usage: on the morning of (B)(6) 2025, a disposable high-frequency papillotome was used during a surgical procedure on a patient. Prior to the procedure, the surgical team conducted an vitro inspection of the device according to standard procedures. The inspection revealed no abnormalities in the device's appearance or connection section. Subsequently, the device was introduced into the patient's cavity via the forceps channel, and performed biliary duct superselection using a guidewire. After successfully confirming the position of the bile duct, the blade arc was adjusted in preparation for the duodenum papillotomy procedure. Adverse event status: during the critical step of preparing for duodenum papillotomy procedure after bile duct confirmation, the primary surgeon observed a fracture in the blade wire of device. This rendered the disposable high-frequency papillotome unusable, forcing an immediate suspension of the procedure. Impact on the patient: the procedure was promptly halted after the event. The fractured blade wire did not cause complications such as bleed, infection, or tissue damage of the patient. The patient's vital signs remained stable with no symptoms of discomfort, though the surgical treatment time was extended. Adopted treatment measures and outcomes: after the event, the surgical team immediately stopped using the fractured device and promptly replaced it with another qualified disposable high-frequency papillotome. After device replacement, subsequent procedures including the duodenum papillotomy procedure were performed according to the original plan, and the entire process was completed successfully. The patient was closely monitored postoperatively, with all vital signs remaining normal, and no adverse reaction related to this event occurred. Other information from source report: patient impacted?: serious injury. Item code: ni. Patient weight: ni. Attachments (relevant to complaint handling): n. Due diligence activity (relevant to complaint handling, not contained in above fields): manifestation of injury: extend the duration of surgical treatment. Manifestation of device malfunction: d150101_fracture. Intended treatment of disease or effect: this product is used in conjunction with olympus-specified endoscope and high-frequency device for duodenum papillotomy procedure. Description of the event cause analysis: preliminary analysis suggests that the event may have resulted from the following factors: first, the device itself has quality issues, such as the blade wire material is uneven, the production process has flaws, leading to fracture under normal operational stress. Second, during transportation or storage, the device may be subjected to external pressure, temperature fluctuation, humidity change, and other factors that could potentially cause blade wire to be damaged. Third, although the operation was performed according to the specification, there may have been instances where momentary operational stress exceeded the blade wire's tolerance range. However, this possibility is relatively low, as the operational steps adhered to standard protocols. The specific cause will be determined after further professional inspection of the fractured device. Preliminary disposal situation: product's preliminary disposal measures: immediately seal and store the fractured disposable high-frequency papillotome. Record detailed information including the device's production batch number, serial number, and date of use. Store it separately in a designated field. Simultaneously, contact the equipment department and the device supplier to report the event and determine the cause of the fracture. Treatment measures for patient: after the event, the surgical team replaced the device and continued the procedure. Enhanced postoperative monitoring of patient, closely tracking the patient's vital signs and abdominal symptoms to ensure no adverse reaction. The patient is currently in stable condition and requires no specific targeted treatment measures. Remarks: 1. Product, lot/serial number and item code are unknown as related information was not mentioned in the original inquiry. 2. This inquiry is a clone of parent inquiry inq-722544 (product #1: kd-v411m-0725). This inquiry captures product #2: guidewire. See inq-723067 for product #3: endoscope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, d9, h2, h6, h11 correction to b6 should have been ni correction to b7 should have been ni correction to d7a should have been no the device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome fractured. The issue occurred during a therapeutic endoscopic sphincterotomy. There were no reports of patient harm.